Manufacturer narrative:
Patient information was unavailable from the site. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A manufacturer representative reported that, while in a cranial biopsy, the navigation system was unable to track the probe. A second probe was used without resolution. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Unique device identifier (UDI) was received. Device manufacture date was received.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional and the issue could not be replicated.